Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was bleeding on the anastomosis during a procedure. It was reported that the surgeon used clips to resolve the issues and complete the procedure.